Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reviewed the transaction history and found that auto po (B)(4) had been generated on 7 march 2026 for (B)(4) tablets; however, only 20 tablets were stocked by the technician, leaving 15 tablets remaining on the open po. Because the system considered outstanding quantities on open pos when calculating minimum on-hand levels, the remaining 15 tablets exceeded the configured minimum of 10 tablets and prevented a new auto po from triggering, even after the physical on-hand quantity later reached zero. This behavior was explained to the customer to fully stock the quantity specified on the auto po to prevent future issues. Partial fills left remaining quantities on the po, which prevented new auto pos from generating. The issue appeared to be isolated to this item due to a mismatch between the ordered quantity and the amount stocked. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the purchase order for hydromorphone 2 mg tablet was not auto generated and required manual creation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.